Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, there was a crack in the paint of the comfort arm. Not much more in the way of information was initially provided. There was no injury reported, however, we decided to report the issue in abundance of caution and based purely on that simple initial statement, as any paint particles falling off into sterile field or during procedure may cause contamination. When reviewing similar reportable events registered for volista surgical light we were able to find several similar issues compared to the problem investigated herein. In none of the complaints a serious injury or death occurred. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. We have no information regarding the exact time when the defect first appeared or if it was being used for patient treatment in the time when the event occurred. This crack is visible on the fork before to usage of the device. To prevent any similar case volista user manual (IFU 01781 en 12 page 94) recommends to the users a monthly inspection, checking the light heads for chipped paint, impact marks and any other damage. A root cause analysis was performed and it was found that the crack relates to an existing CAPA with the manufacturer, namely CAPA 2015-03. Per this CAPA engineering change request e160103 was performed to improve the design and the assembly process, replacing the bonding method by a welding process. These forks are assembled with the welding process since june 21st, 2017. Further information received has allowed us to identify the device and to establish that the device involved was installed before that time, in april 2016. Per further investigation and communication, after the first received information, we have been able to identify that the device is included in the scope of the running field action msa-2019-001-iu (registered by FDA as z-1852-2019, z-1853-2019, z-1854-2019, z-1855-2019, z-1856-2019, z-1857-2019, z-1858-2019, z-1859-2019, z-1860-2019, z-1861-2019, z-1862-2019, z-1863-2019, z-1864-2019) that aims to replace the affected part. The device involved in this event was produced prior to production improvement and is within the scope of the referenced field action. In conclusion, due to the very limited information received initially, it turns out that we misinterpreted the issue. The information that the issue is related to msa-2019-001-iu was not available at first, and the circumstance of this issue pertaining to a device involved in a field action was provided only later by service technician. With this information at hand, we consider this record as a documentation of field action being performed rather than an adverse event. Getinge does not propose any other action at this time, other than the running field action.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 10th november, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, there was a crack in the paint of the comfort arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.